Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain.. It was reported that the patient had a bad fall on (B)(6) 2018 and their health care provider (hcp) asked the patient to reach out to the manufacturer representative for reprogramming. The patient still maintained 75-80% pain relief and the impedance values were normal. The hcp sent the patient for x-rays to evaluate the location of lead placement. The results of the x-ray were not available at the time of the report. It was unknown if the issue was resolved but no surgical intervention was planned at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that actions taken to resolve the issue was the manufacturer representative reprogrammed the patient's spinal cord stimulator on (B)(6) 2018. It was reported that the x-ray results showed the lead placement was correct. It was reported that the patient was informed of this as of (B)(6) 2018. The patient's weight at the time of the event was (B)(6) pounds. No further complications were reported/anticipated.